Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. Cause of the peritonitis and treatment was not reported. It was not reported whether peritoneal effluent culture was performed or not. Outcome was not reported. Additional information was provided by the nurse ((B)(4) 2012). The patient was hospitalized on (B)(6) 2012 and treated with vancomycin 500mg ip every 48 hours for 7 days. The cause of the peritonitis was "touch contamination." The patient was retrained. Pd therapy was ongoing. The patient was recovering from the event of peritonitis. This event was not related to a baxter machine or disposable parts. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique was confirmed, because it was reported by the nurse that patient had a touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.